Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold and pacing impedance measurements. Surgical intervention was performed and the lv lead was repositioned. No adverse patient effects were reported.